Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test due to prime anomaly. Insulin pump received with cracked battery tube threads, broken reservoir tube lip, belt clip slot, minor scratched on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating he is on the way to the hospital for a high blood glucose level of 336 mg/dl. He stated he has a previous version of the insulin pump, and he noticed the device is cracked where the infusion set connects to the device. He says he's not sure if the cannula is in place. He says the rubber came out, and he noticed it about a week and a half ago. There is a spiral crack in the reservoir compartment threading. Customer is unsure of how the damage occurred. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.